Manufacturer narrative:
G4: PMA/510(k)#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of an ncircle tipless stone extractor was unable to close during a transurethral lithotomy (tul) procedure. The procedure was performed using a rigid ureteroscope for stone removal in the left ureter. The user opened the basket and captured the stone, about 3 mm in size, but the basket was unable to close. Reportedly, patient anatomy was not a factor. The procedure was completed using another ncircle. The basket was inspected prior to use, tested in the uncoiled position and functioned properly. Reportedly, a laser was used during basket use. No part of the basket separated. As reported, the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation it was reported that the basket of an ncircle tipless stone extractor was unable to close during a transurethral lithotomy (tul). The procedure was performed using a rigid ureteroscope for stone removal in the left ureter. The user opened the basket and captured the stone, about 3mm in size, but the basket was unable to close. Reportedly, patient anatomy was not a factor. The procedure was completed using another ncircle. The basket was inspected prior to use, tested in the uncoiled position and functioned properly. Reportedly, a laser was used during basket use. No part of the basket separated. As reported, the patient did not require any additional procedure due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the device, were conducted during the investigation. One ncircle tipless stone extractor was returned with label only. Upon inspection slight damage to the device was noticed, there were some bends in the basket sheath. Handle was actuated, and the basket would open/close as intended. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, provides the following information to the user: precautions do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.